Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain in both the lower left and right quadrant"), vaginal discharge ("vaginal discharge"), the first episode of urinary tract infection ("urinary tract infections"), rash ("rash"), urticaria ("hives"), alopecia ("hair loss"), weight increased ("weight gain"), pain ("radiating pain to the back"), hypertension ("hypertension"), back pain ("back pain"), migraine ("migraine"), the second episode of urinary tract infection ("urinary tract infection") with pollakiuria and urinary incontinence ("loss of urine"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, rash, urticaria, alopecia, weight increased, pain, hypertension, back pain, migraine, the last episode of urinary tract infection and urinary incontinence had resolved. The reporter considered abdominal pain, alopecia, back pain, hypertension, migraine, pain, pelvic pain, rash, urinary incontinence, urticaria, vaginal discharge, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: the operative report noted a normal appearing uterus, tubes and ovaries with essure devices in appropriate locations bilaterally. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain in both the lower left and right quadrant"), vaginal discharge ("vaginal discharge"), rash ("rash"), urticaria ("hives"), alopecia ("hair loss"), weight increased ("weight gain"), pain ("radianting pain to the back"), hypertension ("hypertension"), back pain ("back pain"), migraine ("migraine"), urinary tract infection ("urinary tract infection") with pollakiuria and urinary incontinence ("loss of urine"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal discharge, rash, urticaria, alopecia, weight increased, pain, hypertension, back pain, migraine, urinary tract infection and urinary incontinence had resolved. The reporter considered abdominal pain lower, alopecia, back pain, hypertension, migraine, pain, pelvic pain, rash, urinary incontinence, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: the operative report noted a normal appearing uterus, tubes and ovaries with essure devices in appropriate locations bilaterally quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.